Event description:
It was reported the patient was seen at approximately one month post implant for a check and the system was functioning normally. Then when seen approximately six weeks post implant, the right atrial (ra) lead had dislodged, decreased sensing and increased thresholds without capture. During the lead revision there was a piece of cardiac tissue noted on the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, tissue on helix, there was apparent explant damage and the lead was stretched.